Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction bag leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l310 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l310 shows no trends. Trends were reviewed for complaint category, bag leak. No trends were detected for this complaint category. A photograph and video were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer supplied video verified a leak coming from the needle-free port on the treatment bag. The provided photograph shows the cellex monitor display during the collect phase of the procedure. A material trace of the needle-free port and its components used to build lot l310 found no related non-conformances. The requested device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The reported leak was verified based on the video provided; however, the root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a bag leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer noticed the leak during the buffy coat collection phase of the procedure. The leak appeared to be coming from the needle-free port on the treatment bag. The customer reported approximately 1533ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned a photograph and video for investigation.